Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was used. On (B)(6) 2012, the patient was evaluated for severe post operative pain. The patient underwent a second surgery on (B)(6) 2012. At that time it was noted that the half of the mesh had fallen out of place and the other half had adhesions. The mesh was removed and replaced with a parietex mesh.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the initial procedure was a laparoscopic incisional hernia repair. The mesh was fixated with absorbatacks. Conclusion: no actual product was returned for evaluation. A video was returned and reviewed. Half of the mesh appeared detached from the abdominal wall and was coated with a layer of fibrous tissue deposition. The other half of the mesh was seen attached to the abdominal wall at a few mesh fixation points. The latter half of the mesh was also densely adhered to the omentum and the abdominal wall. The visceral tissue adhering to the mesh most likely was from the previous surgical manipulation of the peritoneum and an intra-abdominal inflammatory process (swelling) co-existed with the development of the incisional hernia.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.